Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue as the stent was stationary on the shaft and was partially deployed 5 mm over the tip. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that for an intervention to the middle femoral artery with concentric, mild calcification with 80% stenosis, the 6 x 40 mm, 80 cm xpert self-expanding stent was inserted over the proximal end of the non-abbott guide wire. It was noticed that the distal 2 struts had expanded. The device never entered the patient's anatomy. The device was removed from the guide wire and another xpert stent was used with the same guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.